Event description:
The customer reported to customer service that the housing on the power supply for the breast pump was broken. Customer did not witness spark, fire, or melting.

Manufacturer narrative:
The customer was sent a replacement power supply. During f/u with the customer, she stated that the housing on the power supply comes apart exposing all inner electronics. Customer did not witness spark, fire, smoke and stated no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusive can be made as to the cause of the event. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.